Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The analysis found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife trigger was stiff at press, but the blade advanced and retracted once additional force was applied to the trigger. The heel gap of the device was measured and it was found to be within specification. The device was detected and activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The device was disassembled and it was found that the device's red wire had come out of the pull tube and the knife deployment mechanism would get stuck on it when attempting to advance and retract. It was reported that the knife blade of the device would not retract. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. The wire in the pull tube most likely prevented the knife blade from advancing and retracting properly. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemicolectomy, the device had cutting and knife issue wherein the knife blade did not retract. Divider button got stuck when they divided the tissue and will only go forward again to start position if the surgeon does it manually. There was no patient injury.